Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during a spine surgical procedure, it was observed that the attachment device made a strange noise as if it was losing power. During in-house engineering evaluation, it was determined that the device was vibrating, overheating, was worn, the color band was fading and there was foreign debris on the device. It was further noted that the device made unexpected noise and the bearing was damaged. The device also failed pretests for vibration and temperature. There were no reports of delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.